Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body"), mixed connective tissue disease ("mixed connective tissue"), nephrolithiasis ("chronic kidney stone"), brain stem syndrome ("raymond's syndrome") and systemic lupus erythematosus ("lupus") in a (B)(6) year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and live birth in (B)(6). Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), weight increased ("weight gain"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations"), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma") and sleep disorder ("now have been put on oxygen for sleep"). The patient was treated with levamisole hydrochloride (immunol), cetirizine, tsu-68, duonase (dymista), thyroid (armour thyroid), insulin aspart (novolog), cyclobenzaprine, oxycodone, oxycodone hydrochloride (oxycontin), folic acid, methotrexate, prednisone, etanercept (enbrel) and surgery (essure removed). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset and sleep disorder outcome was unknown, the alopecia, skin discolouration, migraine and allergy to metals was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, feeling abnormal, hypoglycaemia, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was (B)(6) lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case report is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality issue could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: medical record received: events sleep disorder & asthma are added. Patient & other information added. Reporter causality comment updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body"), mixed connective tissue disease ("mixed connective tissue"), nephrolithiasis ("chronic kidney stone"), brain stem syndrome ("raymond's syndrome") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included gravida I and live birth in 1991. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), weight increased ("weight gain"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations"), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom") and anger ("angry"). The patient was treated with levamisole hydrochloride (immunol), cetirizine, tsu-68, duonase (dymista), thyroid (armour thyroid), insulin aspart (novolog), cyclobenzaprine, oxycodone, oxycodone hydrochloride (oxycontin), folic acid, methotrexate, prednisone, etanercept (enbrel) and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation and anger outcome was unknown, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, diverticulitis, feeling abnormal, hypoglycaemia, inflammation, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 10-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome') and systemic lupus erythematosus ('lupus') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991 and gravida I. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry") and raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure") and was found to have weight increased ("weight gain"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger and raynaud's phenomenon outcome was unknown, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, diverticulitis, feeling abnormal, hypoglycaemia, inflammation, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, raynaud's phenomenon, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and aug-2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2019: content from plaintiff fact sheet: event raynaud's phenomenon was added. Patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome'), systemic lupus erythematosus ('lupus'), myocardial infarction ('heart attacks') and respiratory distress ('respiratory distress') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to 2-nov-2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes") and lymphadenopathy ("painful swollen glands") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation and lymphadenopathy outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, inflammation, inner ear inflammation, lymphadenopathy, menopause, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration, migraine, fatigue, rash, swelling abdomen, inflammation, pelvic pain, hair loss, back pain, lupus, mixed connective tissue disease, hypokalemia, back pain concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added from pfs- painful swollen glands. Reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 26-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body"), mixed connective tissue disease ("mixed connective tissue"), nephrolithiasis ("chronic kidney stone"), brain stem syndrome ("raymond's syndrome") and systemic lupus erythematosus ("lupus") in a (B)(6) year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and live birth in 1991. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), weight increased ("weight gain"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations"), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis") and inflammation ("inflammation"). The patient was treated with levamisole hydrochloride (immunol), cetirizine, tsu-68, duonase (dymista), thyroid (armour thyroid), insulin aspart (novolog), cyclobenzaprine, oxycodone, oxycodone hydrochloride (oxycontin), folic acid, methotrexate, prednisone, etanercept (enbrel) and surgery (essure removed). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis and inflammation outcome was unknown, the alopecia, skin discolouration, migraine and allergy to metals was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, diverticulitis, feeling abnormal, hypoglycaemia, inflammation, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was (B)(6) lbs. In (B)(6) and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case report is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality issue could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jan-2018: new event added: diverticulitis and inflammation. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 22-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome') and systemic lupus erythematosus ('lupus') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991 and gravida I. Dr ordered a stat dx mammo and us and labs. Previously administered products included for an unreported indication: depo-provera from 1994 to 2-nov-2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure") and lactation disorder ("I lactated with essure") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on 8-may-2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, lactation disorder and hormone level abnormal outcome was unknown, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, diverticulitis, feeling abnormal, hormone level abnormal, hypoglycaemia, inflammation, lactation disorder, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, raynaud's phenomenon, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and aug-2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : 2015-410870. Cross referenced with case number : 2016-088504. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-jul-2019: mr received : new events, " lactated with essure, hormonal imbalance" were added. New reporter contact information was added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-dec-2013. The most recent information was received on 14-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome'), systemic lupus erythematosus ('lupus'), myocardial infarction ('heart attacks') and respiratory distress ('respiratory distress') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991 and gravida I. Dr ordered a stat dx mammo and us and labs. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant) and inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, inflammation, inner ear inflammation, menopause, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration. Concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received - new events heart attacks, blistered hands, menopause, respiratory distress, ears hurt and inflammation pulling on my ear tubes were added. New reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 15-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome'), systemic lupus erythematosus ('lupus'), myocardial infarction ('heart attacks') and respiratory distress ('respiratory distress') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi on (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant) and inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, inflammation, inner ear inflammation, menopause, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration, migraine, fatigue, rash, swelling abdomen, inflammation, pelvic pain, hair loss, back pain, lupus, mixed connective tissue disease, hypokalemia, back pain concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs+mr received- new event there are two separate segments of coiled wires identified within the cervix consistent with essure were added. New reporter, medical history, lab data, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. (B)(6) 2013-tissue report: specimen: uterus. Final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel/ nickel issue"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasm ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder, multiple autoimmune illness"), costochondritis ("costochondritis") with chest pain, dysgeusia ("metal taste"), muscle spasms ("muscle spasma"), dysarthria ("slurred speech "), muscle twitching ("muscle twitches"), vertigo ("severe vertigo"), cardiac failure congestive ("congestive heart failure"), diabetes mellitus ("diabetic"), peripheral swelling ("fingers were swollen"), spinal osteoarthritis ("spinal arthritis"), dyspepsia ("heartburn so bad"), gastrooesophageal reflux disease ("reflux that would come out my nose and burn so bad"), tonsillitis ("tonsil infections"), kidney stones ("stones"), oropharyngeal pain ("sore throats"), ear infection ("ear infections"), pericardial effusion ("pericardial effusion"), seizure ("seizure"), tremor ("tremors"), multiple sclerosis ("ms"), urinary tract infection ("she still get uti's alot"), bladder prolapse ("she had a bladder prolapse"), fibromyalgia ("fibromyalgia") and scar ("scar tissue") and was found to have weight increased ("weight gain / gained 100 lbs in a year"), hormone level abnormal ("hormonal imbalance") and neoplasm malignant ("cancer"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), phenol (chloraseptic), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasm, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder, costochondritis, dysgeusia, muscle spasms, dysarthria, muscle twitching, vertigo, cardiac failure congestive, diabetes mellitus, peripheral swelling, spinal osteoarthritis, ear infection, pericardial effusion, seizure, tremor, neoplasm malignant, multiple sclerosis, urinary tract infection, bladder prolapse, fibromyalgia and scar outcome was unknown, the rash, abdominal distension, dyspepsia, gastrooesophageal reflux disease, tonsillitis, kidney stones and oropharyngeal pain had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, bladder prolapse, blister, bone pain, brain stem syndrome, cardiac failure congestive, costochondritis, crying, device expulsion, diabetes mellitus, diverticulitis, dysarthria, dysgeusia, dyspepsia, ear infection, exostosis, fatigue, feeling abnormal, fibromyalgia, galactorrhoea, gastrooesophageal reflux disease, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, multiple sclerosis, muscle spasm, muscle twitching, myocardial infarction, neoplasm malignant, nephrolithiasis, oropharyngeal pain, ovarian cyst, pain in extremity, pelvic pain, pericardial effusion, peripheral swelling, rash, raynaud's phenomenon, respiratory distress, scar, seizure, skin discolouration, sleep disorder, spinal osteoarthritis, spondylitis, systemic lupus erythematosus, tachycardia, tonsillitis, tooth fracture, tooth loss, tremor, urinary tract infection, vertigo, vitamin d deficiency, weight increased, kidney stones and muscle spasms to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number: (B)(4). Per patient, anti-inflammatory meds have made her gain 100 lbs in a year. Patient reported that was tested for histamine intolerance with normal result. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. The following information was received from social media severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste, seizure, tremors, cancer, multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received events "she had a bladder prolapse, she still get uti's a lot, fibromyalgia, scar tissue" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2013. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body"), mixed connective tissue disease ("mixed connective tissue"), nephrolithiasis ("chronic kidney stone"), brain stem syndrome ("raymond's syndrome") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included gravida I and live birth in 1991. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), weight increased ("weight gain"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations"), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom") and anger ("angry"). The patient was treated with levamisole hydrochloride (immunol), cetirizine, tsu-68, duonase (dymista), thyroid (armour thyroid), insulin aspart (novolog), cyclobenzaprine, oxycodone, oxycodone hydrochloride (oxycontin), folic acid, methotrexate, prednisone, etanercept (enbrel) and surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation and anger outcome was unknown, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, diverticulitis, feeling abnormal, hypoglycaemia, inflammation, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, broken molar was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 01-oct-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome') and systemic lupus erythematosus ('lupus') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991 and gravida I. Dr ordered a stat dx mammo and us and labs. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain and uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying") and fatigue ("I was too exhausted") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying and fatigue outcome was unknown, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bone pain, brain stem syndrome, crying, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, inflammation, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, raynaud's phenomenon, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014 and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration. Concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new event lot crying and I was too exhausted were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on 12-dec-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi 08may2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to 2-nov-2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On 2-oct-2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasm ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder"), costochondritis ("costochondritis") with chest pain, dysgeusia ("metal taste"), muscle spasms ("muscle spasma"), dysarthria ("slurred speech "), muscle twitching ("muscle twitches"), vertigo ("severe vertigo"), cardiac failure congestive ("congestive heart failure"), diabetes mellitus ("diabetic"), peripheral swelling ("fingers were swollen"), spinal osteoarthritis ("spinal arthritis"), dyspepsia ("heartburn so bad"), gastrooesophageal reflux disease ("reflux that would come out my nose and burn so bad"), tonsillitis ("tonsil infections"), kidney stones ("stones"), oropharyngeal pain ("sore throats"), ear infection ("ear infections"), pericardial effusion ("pericardial effusion"), seizure ("seizure"), tremor ("tremors") and multiple sclerosis ("ms") and was found to have weight increased ("weight gain / gained 100 lbs in a year"), hormone level abnormal ("hormonal imbalance") and neoplasm malignant ("cancer"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), phenol (chloraseptic), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on 8-may-2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasm, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder, costochondritis, dysgeusia, muscle spasms, dysarthria, muscle twitching, vertigo, cardiac failure congestive, diabetes mellitus, peripheral swelling, spinal osteoarthritis, ear infection, pericardial effusion, seizure, tremor, neoplasm malignant and multiple sclerosis outcome was unknown, the rash, abdominal distension, dyspepsia, gastrooesophageal reflux disease, tonsillitis, kidney stones and oropharyngeal pain had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, cardiac failure congestive, costochondritis, crying, device expulsion, diabetes mellitus, diverticulitis, dysarthria, dysgeusia, dyspepsia, ear infection, exostosis, fatigue, feeling abnormal, galactorrhoea, gastrooesophageal reflux disease, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, multiple sclerosis, muscle spasm, muscle twitching, myocardial infarction, neoplasm malignant, nephrolithiasis, oropharyngeal pain, ovarian cyst, pain in extremity, pelvic pain, pericardial effusion, peripheral swelling, rash, raynaud's phenomenon, respiratory distress, seizure, skin discolouration, sleep disorder, spinal osteoarthritis, spondylitis, systemic lupus erythematosus, tachycardia, tonsillitis, tooth fracture, tooth loss, tremor, vertigo, vitamin d deficiency, weight increased, kidney stones and muscle spasms to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4) cross referenced with case number : (B)(4) per patient, anti-inflammatory meds have made her gain 100 lbs in a year. Patient reported that was tested for histamine intolerance with normal result. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on 15-sep-2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. The following information was received from social media severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste, seizure, tremors, cancer, multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-(B)(6) 2020: fu 42 and 43 were processed together. Social media content received: event: seizure, tremors, cancer, multiple sclerosis added and reporter information was updated. On (B)(6) 2020: fu 42 and 43 were processed together. Social media content received: event: seizure, tremors, cancer, multiple sclerosis added and reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-dec-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder") and costochondritis ("costochondritis") with chest pain and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder and costochondritis outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, costochondritis, crying, device expulsion, diverticulitis, exostosis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, ovarian cyst, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, spondylitis, systemic lupus erythematosus, tachycardia, tooth fracture, tooth loss, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 30,31,32,33, 34 were processed together. On 20-mar-2020: fu 30,31,32,33, 34 were processed together. On 20-mar-2020: fu 30,31,32,33, 34 were processed together. On 23-mar-2020: fu 30,31,32,33, 34 were processed together. On 23-mar-2020: fu 30,31,32,33, 34 were processed together. Social media content received : reporter added. Event added-costochondritis, chest pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 20-mar-2020. His spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), mixed connective tissue disease ('mixed connective tissue'), nephrolithiasis ('chronic kidney stone'), brain stem syndrome ('raymond's syndrome'), systemic lupus erythematosus ('lupus'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. On (B)(6) 2013-tissue report:specimen: uterus. Final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands") and hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy and hypothyroidism outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, lymphadenopathy, menopause, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration, migraine, fatigue, rash, swelling abdomen, inflammation, pelvic pain, hair loss, back pain, lupus, mixed connective tissue disease, hypokalemia, back pain concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added-hypothyroidism. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. (B)(6) 2013-tissue report:specimen: uterus. Final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss") and bacterial vulvovaginitis ("bv infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss and bacterial vulvovaginitis outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture, tooth loss, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- vaginitis bacterial, reporter was added. On 20-mar-2020: no new clinical information was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi on (B)(6)2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant) and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism and mood swings outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration, migraine, fatigue, rash, swelling abdomen, inflammation, pelvic pain, hair loss, back pain, lupus, mixed connective tissue disease, hypokalemia, back pain concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Event mood swing was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings and vitamin d deficiency outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, back disorder, back pain, blister, bone pain, brain stem syndrome, crying, device expulsion, diverticulitis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasms, myocardial infarction, nephrolithiasis, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, systemic lupus erythematosus, tachycardia, tooth fracture, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In (B)(6) and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nephrolithiasis, abdominal pain, dyspareunia, skin discoloration, migraine, fatigue, rash, swelling abdomen, inflammation, pelvic pain, hair loss, back pain, lupus, mixed connective tissue disease, hypokalemia, back pain concerning the injuries reported in this case, the following one/ones were reported via social media: lot crying, I was too exhausted, myocardial infarction, blister, menopause, respiratory distress and inner ear inflammation, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- vitamin d deficiency. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-dec-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasm ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder"), costochondritis ("costochondritis") with chest pain, dysgeusia ("metal taste"), muscle spasms ("muscle spasma"), dysarthria ("slurred speech "), muscle twitching ("muscle twitches") and vertigo ("severe vertigo") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasm, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder, costochondritis, dysgeusia, muscle spasms, dysarthria, muscle twitching and vertigo outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, costochondritis, crying, device expulsion, diverticulitis, dysarthria, dysgeusia, exostosis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasm, muscle twitching, myocardial infarction, nephrolithiasis, ovarian cyst, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, spondylitis, systemic lupus erythematosus, tachycardia, tooth fracture, tooth loss, vertigo, vitamin d deficiency, weight increased and muscle spasms to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. The following information was received from social media severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-dec-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi (B)(6) 2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasm ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder"), costochondritis ("costochondritis") with chest pain, dysgeusia ("metal taste"), muscle spasms ("muscle spasma"), dysarthria ("slurred speech "), muscle twitching ("muscle twitches"), vertigo ("severe vertigo"), cardiac failure congestive ("congestive heart failure"), diabetes mellitus ("diabetic"), peripheral swelling ("fingers were swollen"), spinal osteoarthritis ("spinal arthritis"), dyspepsia ("heartburn so bad"), gastrooesophageal reflux disease ("reflux that would come out my nose and burn so bad"), tonsillitis ("tonsil infections"), kidney stones ("stones"), oropharyngeal pain ("sore throats"), ear infection ("ear infections") and pericardial effusion ("pericardial effusion") and was found to have weight increased ("weight gain / gained 100 lbs in a year") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), phenol (chloraseptic), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasm, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder, costochondritis, dysgeusia, muscle spasms, dysarthria, muscle twitching, vertigo, cardiac failure congestive, diabetes mellitus, peripheral swelling, spinal osteoarthritis, ear infection and pericardial effusion outcome was unknown, the rash, dyspepsia, gastrooesophageal reflux disease, tonsillitis, kidney stones and oropharyngeal pain had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered weight increased to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, cardiac failure congestive, costochondritis, crying, device expulsion, diabetes mellitus, diverticulitis, dysarthria, dysgeusia, dyspepsia, ear infection, exostosis, fatigue, feeling abnormal, galactorrhoea, gastrooesophageal reflux disease, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasm, muscle twitching, myocardial infarction, nephrolithiasis, oropharyngeal pain, ovarian cyst, pain in extremity, pelvic pain, pericardial effusion, peripheral swelling, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, spinal osteoarthritis, spondylitis, systemic lupus erythematosus, tachycardia, tonsillitis, tooth fracture, tooth loss, vertigo, vitamin d deficiency, kidney stones and muscle spasms to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Per patient, anti-inflammatory meds have made her gain 100 lbs in a year. Patient reported that was tested for histamine intolerance with normal result. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. The following information was received from social media severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event fingers were swollen, spinal arthritis added. On 23-mar-2020: social media received. New reporter was added. New events acid reflux, heartburn, tonsillar infection, kidney stones, sore throat nos, ear infections and pericardial effusion were added. New treatment drug chloraseptic was added. Reporter causality comment was added. On 23-mar-2020: social media content received: reporter added. Fu 39, 40, 41 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0742) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body'), device expulsion ('there are two separate segments of coiled wires identified within the cervix consistent with essure'), myocardial infarction ('heart attacks'), respiratory distress ('respiratory distress') and hypothyroidism ('hypothyroidism') in a 36-year-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included live birth in 1991, gravida I, hypothyroidism, hypertension, ureterolithiasis, type 2 diabetes mellitus, endometrial ablation, hydronephrosis, pericarditis, neuropathy, thoracotomy, rheumatoid arthritis and menometrorrhagia. Dr ordered a stat dx mammo and us and labs. 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi 08may2013-tissue report:specimen: uterus final diagnosis: morcellated uterus 34 grams, supracervical hysterectomy: endometrium: benign inactive endometrium displaying tubal metaplasia. Myometrium: benign physiologic myometrium. There are two separate segments of coiled wires identified within the cervix consistent with essure birth control device. Previously administered products included for an unreported indication: depo-provera from 1994 to(B)(6) 2009. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, dysmenorrhea, menorrhagia, flank pain, uti, lower abdominal pain, constipation, swelling of legs, insomnia, eyelid edema, facial swelling, sinusitis, irritable bowel syndrome, ear infection, renal cyst nos, renal colic, adnexa uteri cyst, ovarian cyst, hives, itching, nasal congestion, rhinitis, vaginal infection, dermatitis, conjunctivitis, dyspareunia and asthma. Concomitant products included hydromorphone hydrochloride (dilaudid), metronidazole (flagyl), promethazine and testosterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue"), brain stem syndrome ("raymond's syndrome"), systemic lupus erythematosus ("lupus") and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis ("chronic kidney stone"), rash ("rash on her body/skin rashes / multiple rashes on hands"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations/ palm of my hands and my fingertips turned purple."), abdominal distension ("stomach swelling"), migraine ("migraines"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasm ("muscle spasm"), hypoglycaemia ("hypoglycemia"), asthma late onset ("adult onset asthma"), sleep disorder ("now have been put on oxygen for sleep"), diverticulitis ("diverticulitis"), inflammation ("inflammation"), tooth fracture ("2 molar broke this week on bottom"), anger ("angry"), raynaud's phenomenon ("these sounds like raynaud's. These have been several of us diagnosed after essure"), galactorrhoea ("I lactated with essure"), crying ("lot crying"), fatigue ("I was too exhausted"), myocardial infarction (seriousness criterion medically significant), blister ("blistered hands"), menopause ("menopause"), respiratory distress (seriousness criterion medically significant), inner ear inflammation ("ears hurt, inflammation pulling on my ear tubes"), lymphadenopathy ("painful swollen glands"), hypothyroidism (seriousness criterion medically significant), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), tooth loss ("I have now lost all my top teeth loss"), bacterial vulvovaginitis ("bv infection"), spondylitis ("spinal arthritis"), intervertebral disc protrusion ("bulging disc"), exostosis ("bone spur"), ovarian cyst ("ovarian cyst"), autoimmune disorder ("autoimmune disorder"), costochondritis ("costochondritis") with chest pain, dysgeusia ("metal taste"), muscle spasms ("muscle spasma"), dysarthria ("slurred speech "), muscle twitching ("muscle twitches"), vertigo ("severe vertigo"), cardiac failure congestive ("congestive heart failure") and diabetes mellitus ("diabetic") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with azelastine hydrochloride;fluticasone propionate (dymista), cetirizine, cyclobenzaprine, etanercept (enbrel), folic acid, insulin aspart (novolog), levamisole hydrochloride (immunol), methotrexate, orantinib (tsu-68), oxycodone, oxycodone hydrochloride (oxycontin), prednisone, thyroid (armour thyroid), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and braces. Essure was removed on(B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasm, hypoglycaemia, asthma late onset, sleep disorder, diverticulitis, inflammation, anger, raynaud's phenomenon, galactorrhoea, hormone level abnormal, crying, fatigue, myocardial infarction, blister, menopause, respiratory distress, inner ear inflammation, lymphadenopathy, hypothyroidism, mood swings, vitamin d deficiency, tooth loss, bacterial vulvovaginitis, spondylitis, intervertebral disc protrusion, exostosis, ovarian cyst, autoimmune disorder, costochondritis, dysgeusia, muscle spasms, dysarthria, muscle twitching, vertigo, cardiac failure congestive and diabetes mellitus outcome was unknown, the rash had resolved, the alopecia, skin discolouration, migraine, allergy to metals and tooth fracture was resolving and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, arthritis, asthma late onset, autoimmune disorder, back disorder, back pain, bacterial vulvovaginitis, blister, bone pain, brain stem syndrome, cardiac failure congestive, costochondritis, crying, device expulsion, diabetes mellitus, diverticulitis, dysarthria, dysgeusia, exostosis, fatigue, feeling abnormal, galactorrhoea, hormone level abnormal, hypoglycaemia, hypothyroidism, inflammation, inner ear inflammation, intervertebral disc protrusion, lymphadenopathy, menopause, migraine, mixed connective tissue disease, mood swings, multiple allergies, muscle spasm, muscle twitching, myocardial infarction, nephrolithiasis, ovarian cyst, pain in extremity, pelvic pain, rash, raynaud's phenomenon, respiratory distress, skin discolouration, sleep disorder, spondylitis, systemic lupus erythematosus, tachycardia, tooth fracture, tooth loss, vertigo, vitamin d deficiency, weight increased and muscle spasms to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was 212 lbs. In jul and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. When she had attack it plummets her sats. Cross referenced with case number : 2015-410870 cross referenced with case number : 2016-088504 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: bilateral renal calculi with largest measuring 5 mm. Stable right renal cyst measuring 3 cm.; on (B)(6) 2012: two obstructing calculi in upper right ureter resulting in mild to moderate hydronephrosis. Bilateral nephrolithiasis. Right renal cyst, stable. Left adnexal cyst; on (B)(6) 2012: small bilateral nonobstructing renal stones; on (B)(6) 2012: 4 mm obstructing calculus in left ureterovesical junction causing mild left hydroureteronephrosis. Nonobstructing bilateral renal calculi. The following information was received from social media severe vertigo, muscle twitches, slurred speech, muscle spasma, metal taste. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event added- cardiac failure congestive, diabetes mellitus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on (B)(6) 2013. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain / persistent pain / she was in too much pain / pain in various parts of the body"), mixed connective tissue disease ("mixed connective tissue"), nephrolithiasis ("chronic kidney stone"), brain stem syndrome ("raymond's syndrome") and systemic lupus erythematosus ("lupus") in a (B)(6)-old female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and live birth in (B)(6). Previously administered products included for an unreported indication: depo-provera from 1994 to (B)(6) 2009. Concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced arthralgia ("arthritis pain / joint pain"), bone pain ("leg bone pain / leg and tibia pain") and allergy to metals ("nickel allergy / hypersensitivity reaction to nickel"). In 2014, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), brain stem syndrome (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("arthritis"). In 2017, the patient experienced anxiety ("anxiety & fear of medical treatments"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash generalised ("rash on her body"), weight increased ("weight gain"), alopecia ("hair loss"), skin discolouration ("extreme skin discolorations"), abdominal distension ("stomach swelling"), migraine ("migraines"), rash ("skin rashes / multiple rashes on hands"), back disorder ("back issues"), multiple allergies ("chronic allergies"), tachycardia ("chronic sporadic tachycardia"), feeling abnormal ("brain fog"), amnesia ("memory loss"), muscle spasms ("muscle spasm") and hypoglycaemia ("hypoglycemia"). The patient was treated with levamisole hydrochloride (immunol), cetirizine, tsu-68, duonase (dymista), thyroid (armour thyroid), insulin aspart (novolog), cyclobenzaprine, oxycodone, oxycodone hydrochloride (oxycontin), folic acid, methotrexate, prednisone, etanercept (enbrel) and surgery (essure removed). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, mixed connective tissue disease, nephrolithiasis, brain stem syndrome, systemic lupus erythematosus, rash generalised, weight increased, abdominal distension, back disorder, multiple allergies, arthralgia, arthritis, bone pain, back pain, pain in extremity, abdominal pain, tachycardia, feeling abnormal, amnesia, muscle spasms and hypoglycaemia outcome was unknown, the alopecia, skin discolouration, migraine and allergy to metals was resolving, the rash had resolved and the anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back disorder, back pain, bone pain, brain stem syndrome, feeling abnormal, hypoglycaemia, migraine, mixed connective tissue disease, multiple allergies, muscle spasms, nephrolithiasis, pain in extremity, pelvic pain, rash, rash generalised, skin discolouration, systemic lupus erythematosus, tachycardia and weight increased to be related to essure. The reporter commented: she had medication and allergy shots for chronic allergies, pain medication, muscle relaxers and lumbar injections for arthritis pain, stem cell injections for leg bone pain, injection for leg pain. Her current weight was (B)(6) lbs. In (B)(6) and (B)(6) 2014, she had for two cardiac procedures. She visited to following health care facility in the five 5 years preceding your essure placement until present for general health, women's health, various issues and various foot issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case report is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality issue could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporters added. Patient demographics added. Historical drug, historical condition, concomitant disease and treatment drugs. Suspect drug inaction and lot number as 627439. In (B)(6) 2009, essure was implanted (previously reported as (B)(6) 2010) on an unknown date she experienced hair loss and other events. In 2014, she had lupus, mixed connective tissue, arthritis and raymond¿s syndrome. In 2010, she had nickel allergy. In (B)(6) 2010, she had back pain other events. In 2017, she had anxiety & fear of medical treatments. In (B)(6) 2013, she had removed essure device case become incident. (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.